Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / bleeding') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, sinus disorder, hypothyroidism, malaise, blurred vision, vitamin d deficiency and leg pain. Tubes were completely blocked. Previously administered products included for an unreported indication: yaz from 2008 to 2010, depo-provera in 2010 and loestrin from 2006 to 2008. Concurrent conditions included hypothyroidism since 2017. Concomitant products included levothyroxine sodium (synthroid) in 2016. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: previously reported essure insertion date was (B)(6) 1992 current. Weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, fallopian tubes are occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-may-2019:pfs received : abnormal bleeding (vaginal, menorrhagia) , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , lower abdominal pain, fatigue, genital bleeding. Patient's medical history was added, concomitant medication added. Essure device model was updated to essure 305. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.